Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was not able to reproduce the customer reported complaint. The unit energized and cauterized and all ports recognized instruments. M-11/c-00 were in error log.

Event description:
It was reported that during a da vinci-assisted urologic surgical procedure, the vio integrated electrosurgical generator unit (iesu) had an error m-11 displayed when the monopolar energy was active. The system did not have any errors and the bipolar energy function worked well. The intuitive surgical, inc. (Isi) technical service engineer (tse) guided the customer to reboot the system and iesu but the issue persisted. The energy cable and iesu connector were replaced but the issue remained. The customer decided to use a medtronic generator to continue the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed using the medtronic generator.